Event description:
As reported per the edwards field clinical specialist (fcs), during a transaortic tavr procedure, the valve was positioned 50/50, and was deployed under rapid pacing with no issues. The valve landed 60:40 aortic. After deployment, there was a moderate central aortic insufficiency (cai) noted on echo. The patient remained stable and bp was stable; however, the physicians decided they could not leave this patient with a moderate cai. A second valve was placed with no issues crossing, and this valve was placed slightly more ventricular, 50:50. The valve deployed under rapid pacing with no issue and the patient remained stable. After the second valve was deployed 50:50, there was no cai. All leaflets were visible after first valve deployment and second valve deployment. The patient was stable and was transferred to unit. This patient had moderate aortic root calcification and mild native valve/leaflet calcification.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the cause of the cai is unknown. It is possible that the position of the valve (slightly aortic) contributed to the event as it was reported that after the second valve was placed slightly more ventricular, there was no cai. Other potential contributing factors in this case are unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.